Manufacturer narrative:
Despite multiple attempts, no further information was provided by the field concerning this event. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead caused the patient to develop a pneumothorax. The issue is ongoing and the patient is hospitalized. The rv lead remains implanted and in service. No additional adverse patient effects were reported.